Event description:
Hill-rom received a report form the account stating the nurse call would send and intermittent call. The bed was located in the ortho unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found a bent pin on the communication cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the communication cable to resolve the issue. Based on this information, no further action is required.